Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for unknown screw/unknown lot number device is not expected to be returned for manufacturer review/investigation. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient had an open reduction internal fixation (orif) of the fifth metatarsal performed on (B)(6) 2014. Shortly after, the stainless steel screw was explanted on (B)(6) 2015 due to patient developing an allergic reaction. There was no surgical delay and procedure was completed without incident. Patient status is fine. The patient was not revised with anything, however, there are plans to implant a new screw at a later date. This report is 1 of 1 for com-(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.